Manufacturer narrative:
(B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reports that primary stability was not achieved with implant bopt4313 in site # 5.

Manufacturer narrative:
This report is being submitted to relay additional information. It has been discovered that the report is a duplicate of MFR 0001038806 - 2020 - 00704 the following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional or corrected information to report.